Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma fluid greater than 50cc.

Event description:
Healthcare professional reports right side seroma, fluid greater than 50cc. Device has been explanted.

Event description:
Healthcare professional reports right side seroma, fluid greater than 50cc. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: opening puncture and crease fold. Base on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool.